Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the air bubble detector (abd) performed as expected and was bench tested with tubing and water present. The abd responded to fluid-present and fluid-absent conditions as expected (alarming when fluid was absent from the area of tubing monitored by the sensor. A lab-use latch was installed and bench testing was repeated. The abd continued to operate as intended. It is possible that the latch failure and tubing insertion factors caused the sensor to issue alarms, but lab analysis did not reveal a malfunction in these regards. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded